Manufacturer narrative:
The fse returned to the customer site. The gear pump pressure was adjusted, the rinse unit was cleaned up, the photometer lamp and cuvettes were replaced, the sample probe was cleaned; detergents, reagent probes and mixing units were checked. After these service actions, the issue did not recur. The customer is not having any more problems.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl) on a cobas 6000 c (501) module. The erroneous result was reported outside of the laboratory. The initial altl result was 541 u/l. This result was reported outside of the laboratory where the doctor was expecting a low result. The sample was repeated on 04/19/2017 and the result was 12 u/l. There was no allegation that an adverse event occurred. The altl reagent lot number was 21595601 with an expiration date of 04/30/2018. Calibration and quality control (qc) results were acceptable. Based on a review of the precision check data, there may be issues with the sample probe, mixing or cell rinse functionality. The field service engineer (fse) visited the customer site and checked the cell rinse unit. No leakage was identified but the cell blank water was a bit high and the level was adjusted. The incubation bath was cleaned and cuvettes were installed approximately "one month ago." The gear pump has not been changed since the module was installed 2 years ago. The customer is not having problems with other assays. Since calibration and qc were acceptable, a general reagent issue can be excluded. Based on a review of the reaction monitor provided, a hardware issue is likely. The investigation is ongoing.